Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gel of a bd vacutainer® pst¿ gel and lithium heparin did not separate well between the plasma and cells.

Event description:
It was reported that the gel of a bd vacutainer® pst¿ gel and lithium heparin did not separate well between the plasma and cells.

Manufacturer narrative:
Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were visually inspected and no issues were identified. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. To assure a high quality specimen when utilizing heparin plasma, several factors are key. Included, but not limited to this are: proper phlebotomy technique to minimize hemolysis and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. Although heparin plasma is the specimen of choice in many laboratories, it represents a more complex specimen than serum. Adhering to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. Investigation conclusion: based on evaluation of the customer samples, no issues related to the customer¿s indicated failure mode for poor barrier separation with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.